Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Consequently, the customer took corrective action by administering a correction injection through multiple daily injections and received phone assistance from their healthcare provider team, who advised on manual injections. There was no injury reported, nor any testing for ketones conducted. The malfunction code displayed was resettable, and after guidance from technical support to reset the pump, the issue did not recur. The customer was advised to monitor the situation and contact support if the malfunction reappeared.